Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on unknown date for low blood glucose. Blood glucose reading was unknown. It was unknown that how the customer treated for low blood glucose at the hospital. Customer stated that insulin pump was not deliver insulin when changing the insulin site. The insulin pump and reservoir will not be returned for analysis.